Manufacturer narrative:
Device name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. This report includes information known at this time. The device has been received and the investigation is underway. A follow up report will be submitted should additional relevant information and/or upon completion of the investigation.

Event description:
It was reported the turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC cracked at an unspecified location. As a result, the product was removed from the patient. No further complications or interventions were needed to remove the product, and the treatment was stopped through the PICC line. Another product was not used, and they considered the procedure completed. There were no adverse consequences to the patient due to this occurrence. Additional event details have been requested. At the time of this report, this is all of the information available.

Event description:
No additional information regarding the patient or event has been received since the previous medwatch was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the documentation including the complaint history, drawing, instructions for use (IFU), quality control and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. One 4fr double lumen abrm coated PICC device in used condition was returned for evaluation. Microclaves from another manufacturer were attached to both hubs, and a 10ml syringe was found attached to the microclave of the white hub. The syringe was full of liquid and labeled as containing 0.9% sodium chloride injection. Biological matter was present on the device. The visual inspection of the complaint device revealed that the extension tubing was separated just below the white hub, and this was likely the reported "crack". Dimensional verification confirmed that there was no evidence to suggest the device was out of specification for any of the attributes measured. Additionally, a document based investigation evaluation was performed. It was concluded that there are sufficient controls and inspections in place to prevent the release of non-conforming product related to the reported failure mode. The device history record could not be reviewed due to lack of lot information from the user facility. Therefore, there is no evidence to suggest all items in the lot or similar devices in house or in the field are non-conforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.